Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of low blood glucose readings from the insulin pump. The customer's blood glucose reading was in the 50s mg/dl. When she checked the blood glucose readings again, it was 121 mg/dl. The customer stated that she has been sick the last couple of weeks with a sinus infection. The customer stated that she calibrated every meal and before bedtime. The customer was advised to monitor and call back if issues persist.